Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04661, 2938836-2019-04678, 2938836-2019-04679. It was reported that the patient was admitted with a device incision infection. Pocket revision was performed, and antibiotic treatment was started. The patient condition was improving.

Event description:
Additional information received notes that when the patient presented for follow up visit, it was found the incision was healed after the completion of antibiotic treatment on (B)(6) 2019.